Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Cts assisted the customer with resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.